Event description:
During product service by a service technician, a flogard infusion pump was found to have the door open alarm. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection confirmed that the magnet was missing from the door. To correct the condition, the magnet was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.